Manufacturer narrative:
Evaluated one opened/used reservoir, we inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump, we performed manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexplained high blood glucose of 363 mg/dl to 400 mg/dl. Customer indicated that there may have been air bubbles inside of the reservoir. Customer declined troubleshooting and was advised that the reservoirs would be replaced and to return the device would be replaced and to return the product for analysis.